Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported in the past a consumer had an infection in the head. The consumer¿s underlying disease was noted as tourette syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the infection was observed 3 months after the deep brain stimulation (dbs) electrodes were implanted. It was also noted that the infection was treated, but the health care provider (hcp) did not consider that the material of the device/system were a factor/cause, and considered that the infection was caused due to performing the procedure and using surgical instruments to perform the procedure. No further complications were reported/anticipated.